Event description:
It was reported during checking the instrument prior to a surgery, she noted that the olive loosened from the shaft.

Manufacturer narrative:
Investigation has been completed and evaluation updated. Visual inspection, complaint history review, technical/medical assessment. Results: visual inspection - confirmed the reported failure. Complaint history review - to date the return rate for this instrument is approximately 8.5% of the instruments distributed. Technical/medical assessment - two potential harms were identified in the moderate or serious zone. Potential revision surgery and adverse reaction from metal requiring medical intervention were identified.